Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. When removing the dilator and stiff guide from the steerable guide catheter (sgc), there was air observed in the hemostatic valve of the sgc. Additional aspiration outside of normal procedure was performed to remove the air. The sgc was confirmed not to be on a vascular wall and there were no openings on the sgc. No air entered the patient anatomy. The sgc was replaced to complete the procedure. Mr was reduced to grade 1. There were no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.